Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered quick convert anti-tachycardia pacing (atp) and one 41 joule shock for possible atrial tachycardia. Technical services (ts) discussed programming options with the health care professional (hcp). Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.